Event description:
It was reported that device entrapment occurred requiring additional intervention. An amplatz super stiff guidewire was selected for use. During the procedure, it was noted that the guidewire became stuck in lesion. Multiple attempts to snare and hybrid operating room procedure were done to remove the device, but all were unsuccessful. The guidewire was cut off and remained inside the patient. The patient was admitted beyond the standard of care and will be transferred to other facility for surgery.

Event description:
It was reported that device entrapment occurred requiring additional intervention. An amplatz super stiff guidewire was selected for use. During the procedure, it was noted that the guidewire became stuck in lesion. Multiple attempts to snare and hybrid operating room procedure were done to remove the device, but all were unsuccessful. The guidewire was cut off and remained inside the patient. The patient was admitted beyond the standard of care and will be transferred to other facility for surgery. It was further reported that a decision was made by a multidisciplinary team including cardiothoracic surgery to leave the wire in place due to the risk and patient's clinical condition.